Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent urinary tract infections, nocturia, urgency, dysuria, frequency, urge incontinence, hesitancy, stranguria, dyspareunia, weakened force of urinary stream, abdominal, back, pelvic and vaginal pain, retained vaginal mesh, bladder outlet obstruction, poor bladder emptying, extrusion, urethral stricture, and burning urination. It was also reported that the plaintiff allegedly experienced erosion, infection, bleeding, neuromuscular problems, vaginal scarring, organ perforation, urinary problems and other unspecified injuries. The plaintiff underwent a revision of mesh. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was multiple blunt force injuries.